Manufacturer narrative:
Additional information received indicates that the patient was treated with intravenous (IV) protonix as opposed to nexium. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: additional information received indicates that the patient also presented to the emergency department (ed) with low vad flows and a four-day history of melena and hematochezia. A preliminary review of the controller log files confirmed low flow alarms starting on (B)(6) 2017. The patient further reported that his stools were black, that he was constipated and was straining during his bowel movements. He was unable to clarify whether he was on iron supplements. The patient also reported associated dizziness, weakness and blurred vision. On arrival in the ed, the patient's hemoglobin (hgb) was 10. The patient's coumadin and aspirin were held and he was transfused with a unit of packed cells with a subsequent increase in his post-transfusion hgb. The patient was started on intravenous nexium. An x-ray revealed a non-obstructive gas pattern with moderate to large amounts of stool in the proximal colon. An esophagogastroduodenoscopy (egd) revealed normal esophageal mucosa and localized mucosal changes in the gastric body characterized by congestion, erythema and granularity. Biopsy findings support the diagnosis of iron pill gastropathy. The patient is reported to have improved during his admission and he was subsequently discharged. No further information has been provided. Updated final narrative: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, it appears that the event may have been related to iron supplement gastropathy. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Possible clinical factors that may have contributed to the reported event include the patient's past medical history and related comordities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient was admitted with a gastrointestinal bleed. He was transfused with one unit of packed cells and discharged the next day on (B)(6) 2017. No further information was provided.